Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted during routine device changeout procedure. The patients condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).